Event description:
During a routine preventative maintenance, error 51 (defective speaker) was found in the event log. The speaker was replaced to resolve the error. After repair, device was found to meet specification.